Manufacturer narrative:
Date sent: 12/11/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that the ligaclip applier didn't close all the way. The technician said it felt like something broke internally. The product failed during the clamping phase of the procedure. There were no adverse pt outcomes as a result.